Event description:
Additional information was received from a healthcare provider via a company representative who reported that during a routine pump refill visit, the pump could not be interrogated because the pump had flipped within the pocket. The patient acknowledged that the pump had been flipping but was unsure for how long. Because the pump had been continuously flipping, the physician opted to perform a pocket revision with possible catheter replacement because he was concerned that the repeated flipping of the pump had resulted in kinking/coiling of the catheter. The physician did note that the patient had no history of volume discrepancies. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be ¿body habitus¿. Per the reporter, the patient was taken to the or (operating room) today for the planned pocket revision with prophylactic pump replacement due to an eri (elective replacement indicator) of less than 17 months. There were no allegations regarding the pump; it was only replaced prophylactically because the patient was scheduled for the pocket revision. The physician began by opening up the existing pump pocket and dissecting down to the existing pump and proximal catheter segment. He began by removing the pump from the pump pocket and dissecting out the full length of the proximal segment to the collet. He then proceeded to aspirate from the catheter access port with positive return of csf (cerebrospinal fluid). While there was no memory noted in the catheter, and it was patent, the physician did not like the redundancy in length that was within the pump pocket as he thought it might result in kinking in the future. Therefore, he opted to remove the entire length of the proximal segment as well as 17.5 cm of the existing spinal segment. He was given a new proximal revision kit of which he trimmed 44 cm and implanted 29.7 cm. He used the new collet from the revision kit to connect the existing spinal segment to the new proximal segment. The new pump was then connected to the revised catheter, and an additional catheter aspiration was done before and after placing the pump back within the existing pump pocket. The new pump was anchored at 3 of the 4 quadrants. The incisions were then irrigated and closed. Once the old pump had been removed from the pocket, they removed the drug to check the volume. The expected residual volume was 12 ml, and the actual residual volume was 11 ml. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event. At the time of the report the pump was delivering morphine (6 mg/ml at 0.7179 mg/day).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that the patient was seen in office 2025-oct-14. The hcp reported the anchor sutures likely failed and the pump was flipped and successfully flipped back. The pump was interrogated without issue. The hcp will continue to monitor and consider revision as needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implantable pump. The indication for use was spinal pain. The patient reported that for the past 3 days they have not been able to connect to their pump to deliver a bolus. While on the call, the patient was able to successfully connect to the pump but then reported seeing ¿no pump response¿ multiple times. The patient confirmed they could feel the pump, but the pain pump moves around. Per the patient the home infusion nurse stated it moves when they were filling it. The patient stated they have a refill again in january so their last refill was the end of july/beginning of august and they did not notice or say anything when they got the pump in the office before that. The patient denied any falls/trauma, just a car accident a year ago. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue/assess the pump implant site and the patient mentioned they have an appointment with the managing healthcare provider on october 2nd.